Event description:
Th customer reported that sling had a sharp edges. During initial uses of the sling the caregiver cut his leg and sustained a pressure sore. The injury was has been treated by a wound care nurse. The complaint will be reportable due to sustained injury by a caregiver.